Event description:
It was reported that the customer had high blood glucose levels of 339 mg/dl. The mother of the customer reported that the battery of the insulin pump would not last long. The mother of the customer also reported multiple no delivery alarms from the insulin pump. Troubleshooting was done. The customer was advised that a new battery cap would be shipped. The customer was also advised to revert to a back-up plan per the health care provider's instruction if necessary. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.